Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up to a blank insulin pump and dry mouth. The customer pressed act and received a battery out limit; she then changed the battery. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated and the customer stated that she received a battery out limit during normal use. She confirmed that the insulin pump was not dropped, bumped, or exposed to moisture. No products were returned and a replacement battery cap was shipped to the customer to rule that out as an issue.